Manufacturer narrative:
Product evaluation: the lens was returned wrapped in surgical gauzes. Blood and solution is dried on the lens. One haptic is broken in the haptic/optic junction area (not returned). The optic is cut into two portions, typical of insertion and removal. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the replacement lens was 0.50 diopter different. It is unknown if the replacement lens was a toric model. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a patient experienced hazy vision. The iol was exchanged for another lens two and a half years following the initial implant procedure. The nurse reported the surgeon "exhausted all avenues to fix." Additional information has been requested.